Event description:
It was reported that the 9800 sys made a pop sound then displayed an overload fault error. Sys was replaced with another sys to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Cleaned and regreased the high voltage connectors. It was also noted that during testing the batteries displayed a 70% charge, however this display disappeared during testing (batteries recharged during test). The sys was tested and found to be working as intended and placed back into svc.